Manufacturer narrative:
Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test. However, pump was unable to complete the occlusion test due to a jammed motor gearbox occurred during testing. Pump¿s history and trace files downloaded successfully using thump software. No pump error 3 noted during testing. However, pump error 3 confirmed in the pump history/trace files on (B)(6) 2025 at 23:00:07.000. No pump error 42 noted during testing. However, pump error 42 confirmed in the pump history/trace files on (B)(6) 2025 at 23:11:00.000. No pump error 43 noted during testing. However, pump error 43 confirmed in the pump history/trace files on (B)(6) 2025 at 22:52:09.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found a jammed motor gearbox. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the batter tube side, cracked case corner of belt clip rails, broken battery tube threads, and cracked case. Alleged pump error 3, 42, and 43 alarms confirmed in the pump history files due to a jammed motor gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 42 (drive count error boundaries exceeded after movement.), pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor.), and pump error 3 (the main arm cannot communicate with the motor arm). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.